Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed. And found no irregularities. Olympus medical systems corp. (Omsc) presumed, that no image was displayed, due to ccd unit failure. The cause of ccd unit failure could not be identified.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, there was an image defect. No image was displayed due to failure of the imaging unit. There was no report of patient injury associated with the event.

Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.